Event description:
A malfunction was reported on a pump, but no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller in performing the reset, successfully resolving the issue without recurrence. The customer can continue using the pump as usual and was advised to call back if the malfunction code appears again.